Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: analysis was initially unable to confirm the customer comments. However, during software reload; errors occurred. And the media processing unit (mpu) was replaced and the hard drive re-imaged to resolve. The programmer then displayed another error during re-imaging so the hard drive was replaced. The link electronic module (lem) was re-calibrated and the stylus was replaced due to a ruptured stylus cable. A broken latch tab was found on the power cord bay and was replaced with salvaged material. It was also noted that the handle, media bay gasket, and nylon spacer were replaced. The programmer was re-imaged, reloaded and the software updated. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up determined that the error occurred at start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.